Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Waqas m, vakharia k, dossani rh, et al. Transradial access for flow diversion of intracranial aneurysms: case series. Interventional neuroradiology¿: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. July 2020:1591019920938961. Doi:10.1177/1591019920938961. Medtronic literature review found a report of patient complications in association with a pipeline embolization device (ped). The purpose of this article was to demonstrate the safety and feasibility of transradial access for pipeline embolization device dep loyment. Thirty-five transradial flow diversion procedures were attempted in 32 patients (mean age, 62.1 12.5 years). Twenty patients were women (62.5%). Thirty-eight peds were deployed in the 32 patients. The following intra- or post-procedural outcomes were noted: - in one patient the ped failed to open and was retrieved. A second 4 x 12 mm ped was then deployed. Final angiographic runs revealed new thrombus at the m1 segment of the middle cerebral artery along the device, and the anterior cerebral artery despite therapeutic aspirin platelet reactivity and p2y12 reaction unit values and therapeutic heparin as verified by act. A bolus of eptifibatide was given, which led to inferior m3 extravasation. The extravasation did not stop with transient balloon occlusion at m3, and extravasation had to be controlled by m3 vessel sacrifice using coils. A post procedure computed tomographic scan showed intracerebral hematoma and bilateral subarachnoid hemorrhage. The patient was unresponsive and underwent a decompressive craniectomy and ultimately died.